Event description:
Event description boston scientific received information that during the explant procedure for this device due to normal battery depletion, the physician observed that this lead was stuck in the device header. The physician injected mineral oil into the header several times and lightly pulled on the lead, at which point, the lead disentegrated. The physician commented that the used very little force on the lead and was dissatisfied with the lead's performance. A new device and lead were successfully implanted.